Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Medical products - femoral component option for cemented use only size e right catalog #: 00599401592 lot # : 63296138, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # : 00598003702 lot # 63240475, stem extension straight 16 mm dia x 100 mm length(combined length 145 mm) catalog #: 00598801016 lot #: 63215440, stem extension straight 11 mm dia x 100 mm length(combined length 145 mm) catalog #: 00598801011 lot #: 62587256. (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. : product location unknown.

Event description:
It was reported that the patient had initial procedure one year ago. Subsequently, patient was revised for unknown reason. Intraoperatively, it was found that the counter screw had disengaged. No additional information is available at this time.